Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and five months post a port placement, it was noted that the catheter was allegedly bent and perforated when removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. The attached catheter was noted to be bent. A partial circumferential break was noted on the bent area of the attached catheter that is approximately 10.0cm from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven, the surface was noted to be round and smooth in both regions. A split was noted on the border of the surface. Therefore, the investigation is confirmed for the reported catheter bent and identified fracture and wear issues. However, the investigation is unconfirmed for the reported catheter perforation issue as only the split was identified during the investigation. The definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and five months post a port placement, it was noted that the catheter was allegedly bent and perforated when removed. There was no reported patient injury.